Event description:
The customer reported the system displayed an iris potentiometer error code. This will result in a no boot situation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated. The system was then found to be operating as intended.